Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motion sensor test failure. The patient's blood glucose at the time of incident was 96 mg/dl. The alarm kept going off and the insulin pump kept resetting. The alarm has recurred at least ten different times. The alarm loop was persisting; the customer could not rewind the device. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump alarmed motion sensor test failure during rewind due to moisture damage and corroded motor home switch. Unable to perform operating current, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to motion sensor test failure alarm. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.